Event description:
It was reported that the mother was concerned about his blood glucose of 64mg/dl, which is not normal for him as he runs in the 200 mg/dl range. The caller stated that she gave him a bolus before he ate his food, but the food was not completed and consequently the bolus was not completely accurate. Offered to contact the paramedics, and once they arrived no further assistance was needed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.